Event description:
A consumer reported that following intraocular lens (iol) implant surgery, her eyesight had deteriorated and has been giving her trouble for the past two years. She reported her ophthalmologist informed her the lens is "wrinkling" and does not think laser will help to rectify the issue. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).